Event description:
Minutes after inition of dialysis treatment a ninth (9th) use unit; patient c/o feeling funny with tingling of finger tips and numbness of lips. Blood pressure 130/76. Saline bolus given. Pt. C/o abdominal cramping with nausea. Benedryl / IV and adulucarfef 100mg given. Oxygen applied at 2l nc. Twenty minutes after patient continued to c/o nausea and c/o knot in throat. Aducartef repeaded. Dialysis treatment discontinued. Eprephrine 1:1000 sq given. Blood pressusre 180/90. C/o difficulty speaking 2" swelling of tongue. Seen by physician, symptoms resolved without epi given. Dialysis tratment reinitiated on another dialyzer. Speech improved. C/o sore throat. Completed treatment. Patient is not ace inhibitousdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.